Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging the subject meter read inaccurately high compared to another device. The reporter did not provide blood glucose results obtained with the subject meter or on the other device. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.